Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the sensor was extracted and there was no electrode present. No data was captured for two to three hours. Customer returned the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.